Manufacturer narrative:
Complaint conclusion: when inflating a saber balloon catheter (3mm x 10cm 150cm) to nominal pressure, it lost its pressure quickly while contrast came out of the wire lumen port. The balloon catheter was removed from the patient intact. There was no report of patient injury. A non-cordis balloon was used to finish the procedure. The target lesion was the superior femoral artery (sfa) and below the knee (btk).  The lesion was not calcified or tortuous. The percentage of stenosis was 60-70%. There was no difficulty removing the product from the hoop or the protective balloon. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintain negative pressure. The contrast to saline ratio was 30/70. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. A video of the procedure has been included. The product was returned for analysis. One non-sterile unit saber 3mm x 10cm 150cm balloon catheter was returned. Per visual analysis it was noted that the balloon had not been inflated or deflated. No anomalies or damages were noted on the device. Per microscopic analysis no anomalies or damages were noted. Per functional analysis a leak test was performed and the product was inflated to 14 atm (atmospheres) and no leakage was noted. A meeting was held with the pet and the unit was also examined by them and same conclusion was obtained, the reported failure was not confirmed, visual, microscopic and functional tests were successfully performed. A device history record (DHR) review of lot 17567905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage - in-patient¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The analysis was not able to reproduce the described issue and no anomalies or damages were apparent on the device during analysis. According to the instructions for use ¿preparation, attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿, attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review, the film of the incident nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.

Event description:
When inflating a saber balloon catheter (3mm10cm 150) to nominal pressure, it lost its pressure quickly while contrast came out of the wire lumen port. The balloon catheter was removed from the patient intact.  There was no report of patient injury.  A non-cordis balloon was used to finish the procedure.  The product will be returned for analysis. The target lesion was the superior femoral artery (sfa) and below the knee (btk).  The lesion was not calcified or tortuous.  The percentage of stenosis was 60-70%. There was no difficulty removing the product from the hoop or the protective balloon.  There was no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally, maintain negative pressure.  The contrast media used was visipauque and the contrast to saline ratio was 30/70.  The inflation device used was a boston scientific and the same indeflatorwas used successfully with other devices.  There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter.  There was no difficulty advancing the balloon catheter through the vessel.  There was no difficulty crossing the lesion.  The catheter was not in an acute bend.  A video of the procedure has been included.